Event description:
A report was received that following a trial lead implant procedure the patient experienced a loss of feeling and movement in his legs. The leads were explanted and the patient underwent an MRI. A bleed was diagnosed and the patient remains in ICU. There was no known cause during the procedure and the event was not device related.

Manufacturer narrative:
Additional information was reported by the patient that when he was in the recovery room after the leads had been implanted, the stimulation was still on and electrical current continued to flow to his spine. He also stated that the pulse generator was still on when the leads were removed. The patient was then moved to another hospital where a neurosurgeon evacuated the hematoma which had expanded. As a result, the patient feels he suffered extreme and unnecessary pain when the leads were removed. He also declared that he is permanently paralyzed as a result of the neurologic damage caused by the hematoma.

Event description:
A report was received that following a trial lead implant procedure the patient experienced a loss of feeling and movement in his legs. The leads were explanted and the patient underwent an MRI. A bleed was diagnosed and the patient remains in ICU. There was no known cause during the procedure and the event was not device related.

Manufacturer narrative:
Additional information was received that the patient stopped taking 81mg of aspirin the day prior to the surgical procedure instead 6 days prior to surgery as requested by the physician. This was assessed to have contributed to the hematoma. The patient was transported by ambulance to a medical facility where imaging was taken and was then airlifted to another facility for neurological care. Upon arrival, the patient was writhing in pain and yelling that he has burning in his groin and upper thighs. He was administered pain medication. There was a 6 hour delay from the time of onset paraplegia to the time of neurological care where decompression, epidural hematoma evacuation, and two laminectomies were performed. The delay in care was assessed to have contributed to the hematoma expansion into 6 spinal levels.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that following a trial lead implant procedure, the patient experienced a loss of feeling and movement in his legs. The leads were explanted and the patient underwent an MRI. A bleed was diagnosed and the patient remains in ICU. There was no known cause during the procedure and the event was not device related.

Event description:
A report was received that following a trial lead implant procedure the patient experienced a loss of feeling and movement in his legs. The leads were explanted and the patient underwent an MRI. A bleed was diagnosed and the patient remains in ICU. There was no known cause during the procedure and the event was not device related.